Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: product code? Lot number? What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? Procedure name and date? Event date? Are any samples available of evaluation? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m. Related to: 2210968-2022-03043 and 2210968-2022-03044.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, it was noted that three sutures didn't have barbs on them. There were no patient consequences reported. No additional information was requested.